Event description:
It was reported that the customer was admitted at the intensive care unit due to high blood glucose. The aunt stated that the insulin pump was not functioning. The customer's brother called back and requested a replacement of the insulin pump. The brother stated that the customer's blood glucose was about 500mg/dl at time of his admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.